Event description:
Customer reported issues with the insulin pump. Customer states that the battery life is shorter than expected. Customer states that there is also a battery out limit. The blood glucose reading is 55 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Pump was received with failed battery test alarm after battery change due to corroded battery cap contact. No battery out limit alarm or weak battery alarm noted during testing. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.